Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed, and it was noted that a single port from an unspecified capd ancillary set was damaged and attached to a titanium spike transfer set. The cause of the damaged port could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned peritoneal dialysis (pd) transfer set, it was noted that a single molded port of an unspecified capd ancillary set was also returned attached to the transfer set. The port was evaluated, and it was noted that it was damaged and was attached to the titanium spike of the transfer set. There was no patient injury or medical intervention associated with this event. No additional information is available.